Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing impedance measurements higher than 2000 ohms. The right ventricular (rv) lead associated to this ICD was surgically abandoned, and another lead was successfully placed. This ICD remains in service. No additional adverse patient effects were reported.